Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error, where home patient connected during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who connected during prime while performing peritoneal dialysis therapy. The baxter technical services representative advised the patient to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.